Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving dilaudid of an unknown concentration and an unknown dose rate via an implantable pump for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient had a severe reaction to the antibiotics regarding their pump. The date of the event was (B)(6) 2017 (3 days after the date of implant of their pump). It was noted that the patient ended up getting a severe reaction, nasty rash, and redness to the antibiotics medication, so the healthcare provider (hcp) took out the pump and catheter. It was further reported that the patient ended up getting mrsa. The change in symptoms was described as having occurred suddenly. It was indicated that this was all cleared up and they were to implant the pump on the other side now. The patient was to have the unit/pump placed again on (B)(6) 2018. No further patient complications have been reported as a result of this event.